Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation codes, conclusion: off-label, unapproved or contraindicated use (neck length and angulation) failure to follow instructions (oversizing). Device not returned film evaluation summary: the exact cause and source of the endoleak could not be determined from this single still angio image returned during implant. Lack of scale did not permit any post-implant measurements, no cine images were available to help ascertain the endoleak source/type, and no post-implant CT¿s are currently available. A bifurcate and aortic cuff were seen implanted within the short and angulated neck, and there appeared to be a marginal proximal seal with ~5 ¿ 10mm of seal length, indicating that this was likely a proximal type I endoleak. The image revealed widespread contrast along both sides of the stent graft within the entire aaa sac. Pre-implant anatomy confirmed that the proximal neck was off-label in multiple parameters; severely angulated (~90°), small in diameter (17mm minimum) and short in length (7mm). It is likely that implanting within this challenging neck led to the likely proximal type I endoleak. It is also possible that severe stent graft oversizing, implanting a 32mm bifurcate and cuff into a 17mm neck, also may have contributed to the proximal type I endoleak due to fabric infolding.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 4.3 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck at the renal arteries was 19 mm in diameter, 7 mm in length and angulated. It was reported that the physician was aware that the endurant 32 was oversized for this patient. The endurant stent graft was implanted via a right approach, and pushed up being deployed slightly distal to the renal artery. After implanting another manufacturer¿s iliac extension on the ipsilateral side and another manufacturer¿s iliac extension on the contralateral side, balloon modelling, touch up was performed. The final angiogram revealed a proximal type I endoleak. The physician elected to implant an endurant aortic cuff. Due to a concern for possible aortic injury, the physician decided not to perform touch-up. Another angiography showed that the endoleak remained, and the procedure was completed. Per the physician the cause of proximal type I endoleak was related to the patient¿s anatomy of a short aortic neck. No additional clinical sequelae were reported and the patient will be monitored by their physician.